Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapies for supraventricular tachycardia while exercising. Review of session records showed intermittent blanking of ventricular events due to competitive atrial pacing. There was intermittent undersensing of vt events. Recommended programming changes will be made. Patient's condition was stable.